Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured on the initial inflation. The number of atms reached is unknown. The lesion was severely calcified and 97-99% stenotic. No patient injuries or complications were reported. A 6fr guide catheter and a 6fr introducer sheath were also used in this case.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.